Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06030576 that an ar-6480 dw arthroscopy pump malfunctioned in an unspecified way. The case was completed by switching to a new pump with no reported adverse event. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Complaint is confirmed. -the returned device was assembled with a new ar-6411 and ar-6421 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. - it was noted during the test that the pump motor/rotating of the inflow motor pats made a loud noise when running. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. - upon functional testing, the device has overpressure at high settings, and the inflow motor produces a loud noise. The unit flushed an abnormal amount of water. - visual evaluation showed signs of physical damage in the pump housing close to the latch door, and depth scratches on the top cover. Also, there are signs of rust/oxidation close to the rollers on both sides of the device. The original warranty seal was present and completed. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. -the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The manufacturing date of the device is 2016-04.